Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had fiber optic issues, door that protects fibers not working properly. There was no patient involvement. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. There were blood droplets on outside of pim. Fse replaced the upper panel assembly due to fiber optics door broken. Checked and verified fiber optics function. Product passed all functional and safety tests per manufactures specifications.